Event description:
It was reported that the event occurred while in the cath lab during insertion. The md stated having followed the procedure of the instructions for use. The md could not advance the iab-s840c through the sheath via femoral artery due to severe resistance. The md had properly vacuumed the intra-aortic balloon (iab) enough inside of the tray, but the iab was stuck in the sheath. As a result, the md removed the iab and sheath together as one unit and replaced it with a new kit via a different femoral artery site. Intra-aortic balloon pump (iabp) therapy went on successfully as planned with the second kit. The md stated there was no report of patient death, complications or injury. No medical/surgical intervention was required. There was an approximate 30 minute delay or interruption in therapy. The patient outcome is no harmful outcome to the patient. Additional information received on 04 september 2014 stated the patient did not have a tortuous vessel. The user stated they used the same insertion site with the second iab.

Manufacturer narrative:
(B)(4).